Manufacturer narrative:
The flow coupler device was not returned for eval. According to the device history record, the devices met spec at the time of manufacture. One hundred percent functional alignment testing was performed on each device and 100% visual inspection was performed on each assembly during the mfg process.

Event description:
On (B)(6) 2010, a physician performed a breast reconstruction diep flap using a 2.5 mm flow coupler without incident. Approx 2 days later, venous congestion was noted and the pt was brought back to the operating room. Upon exploration of the venous anastomosis, it was noted that there was an occlusion at the site of the anastomosis which the physician attributed to the flow coupler wire. The flow coupler anastomosis was removed and repaired with another, unspecified size flow coupler. Extra effort was made to stabilize the second flow coupler to the adjacent muscle with an unspecified 5.0 suture. Two days later, the pt was reported to be "doing well".